Event description:
The customer reported a broken pump screen that was cracked and unreadable. There was no recorded information regarding the blood glucose level. Customer reverted to an alternate method of insulin therapy.